Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical product: product ID: 9 735795, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a surgery the system initially worked as intended. Instrument verification, image acquisition, and navigation worked correctly. Then suddenly the navigator screen became gray and did not respond to anything. After clicking the navigation it started to work, but the image was very small. It was also reported that the accuracy was bad. The issue was solved by taking another 3d spin with the imaging system. There was a 10 minute delay and no reported impact to patient outcome additional information was received. Initially the accuracy was good, but then the accuracy suddenly went bad. It was believed that the patient reference was moved.